Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and was found to have a frayed pitch cable at the distal clevis hub. The instrument was found to have indentations/burrs on the edge and face of the distal idler pulleys. The instrument was found to have indentations on the edges next to the pitch cable on the distal clevis. The instrument was found to have scratch marks/abrasions on the edge on the bipolar yaw pulley. The scratch marks/abrasions were found on both sides of the bipolar yaw pulley. The instrument was found to have damage of the conductor wire¿s insulation. The conductor wire was found nicked with no exposed internal wire. No thermal damage was observed and no missing piece of the insulation. The instrument passed the electrical continuity test. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables were exposed at the instrument tip and control movements at the wrist. Blades of an instrument that had burrs or indentations would not be able to cut material as expected, leading to the need to attempt multiple cuts to complete a transection. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Additional follow-up information was received from the customer. The cable was dark gray. There was no injury to the patient and the even date was 06/22/2023.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the customer reported complaint of a loose conductive wire, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the maryland bipolar forceps instrument had a loose conductive wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and confirmed that the instrument was inspected prior to use. The cable was reportedly frayed with no fragments or loss of cautery.